Manufacturer narrative:
Surgical notes were provided for review. The primary operative notes state that with trial components, excellent mobility and tracking was achieved. The revision notes confirmed that the post had fractured revision notes confirmed that the post had fractured and was found within the inter-condylar notch. The fractured piece and the remaining articular surface were exchanged. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unk. Review of complaint history found no other reports of this nature. A definitive root cause cannot be determined with the info provided. Eval codes, review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt was revised due to mild swelling, clicking or popping, and mild hyper extension. The articular surface post was fractured.